Event description:
Pt reported pain and swelling in her leg since receiving the first euflexxa injection in her right knee. Injection weekly for 3 weeks into the right knee. From (B)(6) 2015. Unilateral primary osteoarthritis.